Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that the posterior cuff, posterior needle tip and suture were missing. The anterior needle tip was engaged with the anterior cuff with the link attached. The link was complete with the posterior end of the link detached from the posterior cuff. There was no detected foot or device handle damage and blow through marks were present on the posterior foot indicating posterior cuff ejection from the posterior foot. The detached link confirms the reported failure to deploy the devices suture. A possible though unconfirmed cause for the detached link may have been during step #3 of deployment, plunger withdrawal, when the suture is harvested and pulled through the suture bearing and anterior needle guide; resistance at this point of deployment can cause the link to detach or break. A link detachment can also be influenced by many other factors, including, but not limited to manufacturing, excessive tension during plunger retraction by aggressively removing the plunger and excessive force can be caused by high friction against the suture due to challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.). A review of the finished device lot history record did not reveal any nonconforming material records associated with this lot. A conclusive root cause could not be determined for the identified link detachment from the posterior cuff and there does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after needle deployment, when the plunger was pulled out, it came out with the whole suture. The site was rewired and a second proglide was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.